Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a hair was found inside the sterile pouch. The lesion was located in a moderately tortuous abdominal aortic artery (aaa). Upon opening an amplatz .035 inch super stiff 145cm length guide wire onto the sterile field, a hair was noticed. The device never entered the body, therefore, there was no patient involvement. They were able to complete the procedure with another same device. No patient complications occurred. The patient status was satisfactory.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a hair was found inside the sterile pouch. The lesion was located in a moderately tortuous abdominal aortic artery (aaa). Upon opening an amplatz .035 inch super stiff 145cm length guide wire onto the sterile field, a hair was noticed. The device never entered the body, therefore, there was no patient involvement. They were able to complete the procedure with another same device. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
A trend analysis covering a 15-month period ((B)(4), 2009 to (B)(4), 2010) was performed for the as reported codes "package foreign matter" and "device contamination" for the amplatz-pi product family. The analysis displayed (B)(4) complaint that was reported in relation to these issues. Inclusion of this complaint into the trend analysis consisted of the "as reported code description" combined with the product family. Over the analysis period, this complaint was not associated with an adverse trend. Amplatz-pi foreign matter complaints: MDR access number: 2134265-2010-00825, (B)(4), manufacture date: 05oct2009, product family: amplatz-pi, as reported description: package foreign matter. Production techniques have been reviewed in relation to the referenced complaint. Manufacturing procedures are in place at the (B)(4) facility to prevent foreign matter contamination. The referenced complaint was manufactured in october 2009. Since that time, a corrective and preventative action (CAPA) was opened to address foreign material exceeding the specifications for pouched units. The actions implemented as a result of the CAPA include (B)(4). Since these actions were implemented, there have been no complaints reported for "package foreign material" or "device contaminated" for the amplatz-pi product family. However, bsc will continue to monitor and trend these complaints as outlined in our quality systems process. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a hair was found inside the sterile pouch. The lesion was located in a moderately tortuous abdominal aortic artery (aaa). Upon opening an amplatz 0.035 inch super stiff 145cm length guide wire onto the sterile field, a hair was noticed. The device never entered the body, therefore, there was no patient involvement. They were able to complete the procedure with another same device. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer:the returned device was received inside the original open pouch, loaded into the protective packaging hoop. It was observed that the upper section of the seal exhibits evidence of a foreign material (fm) taped to the pouch. It is possible that the tape was added in order to secure the fm for transit. The foreign matter was sent to the analytical lab where: "eds analysis revealed a high concentration of carbon (c). Sample is organic in nature". While it is not possible to fully confirm the origin of the foreign matter, the appearance and composition of the foreign matter is most consistent with a hair-like structure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).